Manufacturer narrative:
Date of report: 23jul2021.

Event description:
It was reported that the ventilator had a cannot reach target flow message while connected to a patient and using high flow therapy. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.

Manufacturer narrative:
Multiple attempts were made to obtain additional information and on the repair/service of the device that have been unsuccessful.